Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while training the s8 was unable to receive a navigated 3d spin. The two systems were able to be verified with the correct ip addresses. The rep bypassed the external bulkhead on both systems with no change. Neither system was setup with pacs at the time. The system was able to send images to a different system. Additional information was received. A representative was on the site. All the patient exams were deleted with no resolved. The router was changed with no resolve. They were able to send non navigated spins to a fusion, so the rep noted the issue is with the navigation system a software engineer reviewed this event and noted that this event is consistent with a known software anomaly.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. A software analysis was initiated. Analysis determined that the issue was caused by a known software anomaly and is tracked in an internal anomaly database. If information is provided in the future, a supplemental report will be issued.